Manufacturer narrative:
Corrected information provided in d.10. Additional information has been provided in h.3., h.6., and h.11. The complaint indicates the used a non company viscoelastic which is not qualified for use with the associated intraocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, the intraocular lens (iol) haptic element was pinched and then torn off and planned surgery completed with another lens. There was no patient contact and no impact to the patient.